Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump had been exposed to water prior to the malfunction occurring. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.